Event description:
It was reported that the customer had a blood glucose level of 33 mmol/l. Customer treated with an injection and woke up with a blood glucose level of 32 mg/dl. Customer thinks the pump was delivering as she changed the infusion set this morning. Customer stated there was blood at site at the tip of the cannula. Customer stated that she also smelled insulin. Customer does not have the tubing clamps to test the pump. Pump passed priming test. Customer had 2 low reservoir alerts in the alarm history. Customer's settings were correct. Customer was advised to call back to test for the no delivery alarm. Customer gave herself a correction of 7.7u, but 30 minutes later, her blood glucose level was still over 30 mmol/l. Customer will monitor and call back if needed. No further assistance required.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.